Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, the surgeon started firing and stapled to halfway, however the knife came out and the firing was stopped since then. The procedure was completed with another device. The status of the patient is no problem.